Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-67 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing, and an event history log review with no issues found. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported f-67 alarm code was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.